Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to stimulator was not working for the pain anymore. No device malfunction was suspected. The patient was doing well post operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's pain level had increased after an scs revision procedure (MFR report #: 3006630150-2014-03106 and MFR report #: 3006630150-2014-02995). The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316. Lot #: 17516802, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's pain level had increased after an scs revision procedure (MFR report #: 3006630150-2014-03106 and MFR report #: 3006630150-2014-02995). The patient will undergo an explant procedure.